Manufacturer narrative:
The cause for the discordant (B)(6) confirmatory result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The (B)(6) confirmatory (conf) assay IFU states in the limitations section: "for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other hbv serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not preclude the possibility of exposure to or infection with (B)(6)

Event description:
A falsely confirmed (B)(6) result was obtained when the customer performed advia centaur xp confirmatory testing. The patient sample was (B)(6). The patient sample was tested on alternate method and the result was negative. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the (B)(6) confirmatory results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00183 on july 15, 2014. On 08/26/2014 additional information: siemens healthcare diagnostics requested the patient sample for further testing and investigation. The patient sample was not available. The cause can not be determined without the patient sample. Based on the patient results provided, the hbv classification for this patient is uninterpretable. This appears to be an unidentified sample specific issue. The patient's clinical history is unavailable.